Event description:
A surgeon reports that following intraocular lens (iol) surgery, a pt complained about "lights" in some visual angles, which sometimes interrupt vision. The surgeon indicated the iol is in the capsular bag and centered. The relationship between this event and the iol is not known. Add'l info has been requested.